Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, by the end user, per the end user, that call from ks for her father ss (end user) and their hml400, sn (B)(6). - she states the lift failed to hold and maintain height of the patient. No injuries to report - there is now anxiety about using the lift. - says the lift will not maintain position when the tightening knob is turned to maximum. - discussed possible causes and solutions, gave replacement part #, msrp, discussed the order process - she said they will contact reliable for a repl jack complaint # (B)(4) was entered into our system.